Manufacturer narrative:
A sample is not available for evaluation. However, a photo of the device was provided and will be evaluated as part of a no sample investigation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after a nurse had used a 18 g x 1 1/2 in. Bd eclipse needle, she recapped it and obtained a contaminated needle stick injury. Both the nurse and source patient received post exposure lab work, the test results were negative, and no prophylaxis of additional medical interventions were provided.

Manufacturer narrative:
Results: as previously reported, a sample is not available for evaluation. However, the customer provided a photo of the used device. An evaluation of the photo revealed that the safety shield was properly engaged over the cannula. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5232124. A manufacturing review revealed that the reported defect was not affected by pm, calibration, or equipment. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode. However, CAPA (B)(4) was initiated to identify and address the potential causes of safety shield disengagement.